Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Upper part of tampon stayed inside of me. - vaginal [foreign body in reproductive tract]. Thread stuck to it came off - tampon [device breakage]. When I removed tampon, it came out without one part [complication of device removal]. Case description: consumer reported via social media that part of tampon came off. No serious injury reported.